Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they first noticed the issue in (B)(6) 2024. Patient stated they had new paddle from medtronic sent in early (B)(6) 2025. Patient stated it takes 10-15 minutes to charge from 100/70 when it drops to 90/80 which means they have to recharge the paddle to continue later. Patient stated they are 90 years old and need to charge their back 3-4 times daily.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that on friday evening they went to charge their implant and the controller showed the implant battery was at 100%. Caller stated they barely put the recharger paddle on their back and tried 2-3 times but it still came up the same way. Caller added that they tried the next day and it still showed the same thing. Caller added that they can tell the implant is not at 100% (agent understood caller was not feeling therapy). Agent walked caller through checking if stimulation was on. Caller saw no device found without the recharger connected. Caller initiated a recharging session and saw the controller battery was at 100% and the implant battery was at 90%. Caller commented that for several months it takes a long time to charge from 90%. Caller saw "stimulation is off." Agent walked caller through turning stimulation on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.